Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the hengstler encoder to resolve the issue. The system was tested and verified as ready for use. The hengstler encoder will not be returning for analysis and has been scrapped. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, a non-recoverable fault 23000 occurred. The intuitive tech support engineer (tse) observed the reported error in the logs against the patient side cart (psc) z-axis column. After, the tse walked the customer through an emergency power off (epo) of the psc, with no change. The tse walked the customer through disabling the boom, manually rotating the orienting platform (op), and using the boom in the current position. The customer was not able to get the universal surgical manipulator (usm) 3 horizontal, to clear the z-axis column. A second psc epo was attempted, with no change. The tse asked if the customer was able to rotate the boom the other direction and perform the case. The user proceeded with 3-usms. No known impact or patient consequence was reported.